Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb and cine bridge pcb along with associated cables was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save cine run data and locked up. No patient serious injury or death was reported related to this event.